Event description:
It is reported that the liner would not fit in the shell during surgery. Therefore, the doctor replaced the shell and liner with a bigger size.

Manufacturer narrative:
This report will be amended when our investigation is complete.